Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the beginning of a routine dialysis treatment the operator noted the access pressure pod was empty of blood and there was no arterial pressure reading. Attempts to reset the pressure pod were unsuccessful. Rinseback of the patient's blood could not be performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the event to access issues and has provided additional training. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.